Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number h13a28038 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental medwatch will be filed. This report references the same patient as (B)(4).

Event description:
It was reported a patient experienced peritonitis manifested by nausea, vomiting, and abdominal pain coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event. Treatment was not reported. The patient was discharged from the hospital sixteen days later and recovered. The cause of the peritonitis was unknown. No additional information is available. This is report 3 of 4 involved in this peritonitis event.